Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the photos noted that the venous luer adapter was disconnected from the extension tube. It was reported that the luer adapter was leaking, cracked or broken and detached from the extension tube. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, the catheter was inserted on (B)(6) 2022. Patient came for dialysis on (B)(6) 2022. During disconnection of bloodline from the hub when treatment was already completed, it was found that the venous (blue) luer adapter had a crack and dropped off when user disconnected the line (luer adapter detached). The catheter was not repaired. Tego was not utilized. The adapters were tightened by hand. Hexodane 2% with alcohol was the cleaning agent used on the device and typically utilized to clean the adapters. Cleaning agent was allowed to dry thoroughly prior to applying ointment. There was nothing unusual observed on the device prior to use, no other products were utilized with the device and excessive force was not used. Flushing was done at the end of dialysis and rinse back was done by dialysis machine. Flushing had a normal results and it was mentioned that there was no machine alarms. The doctor was informed, clamp remained closed and catheter limb was wrapped with sterile gauze and catheter exchange was done to resolve the issue. A new device was used (catheter replacement). There was no blood loss and blood transfusion was not required. There was no patient injury.